Event description:
N/a.

Manufacturer narrative:
Updated fields: b1, b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer(fse) stated that the repair was performed via a telephone call and the unit was not correctly attached to the trolley which was causing an interruption of the power contacts.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) does not charge the batteries..

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.